Event description:
The physician indicated the resonance stent was highly encrusted and was not able to remove and exchange the stent. Scheduled eswl for (B)(6) 2012 to remove encrusted stent. Updated info: (B)(6) 2012. The stent showed calcification near the bladder and laser fiber was used to chip away the calcification. A reschedule of the stent removal via eswl was done on (B)(6) 2012. The pt had radiolucent stones and when the stent was removed the stent was clean. Another stent was placed. Holmium laser was used to remove encrustation in the bladder portion of stent.

Manufacturer narrative:
There were no (B)(4) devices of lot number c623512 in stock at the time of the complaint investigation. A 1x resonance stent of unk lot number was returned to cook (B)(4) for eval. The device involved in this complaint was not returned in the original packaging and was received in the same packaging as the device involved in (B)(4). The stent was measured using (B)(4) and found to be 28cm which confirmed it was an (B)(4) stent. Spec for length is xx (x/-0.5cm); where xx is the stent length, as per drawing. Upon eval of the returned device the stent was confirmed to have been used. No kinks were noted to be present on the device. The stent appeared clean externally and free from encrustation, however, on the inside of the stent there was definite signs of encrustation. One stent pigtail was deformed by user intervention and clearly noticeable to the naked eye and confirmed as laser manipulation to remove stone matter off the pigtailed end. Encrustation on the pigtail of the stent can be attributed to the fact that the stent is usually sitting in a pool of urine. The end distal to that with the laser manipulation (i.e. The kidney end) had a curvature just below the pigtail. The internal encrustation had shape set the stent with this curvature and this was determined to be the point in the pt where the ureteral stricture exists. The tight stricture near the renal pelvis contributed to the holding force of the stent in ¿vivo making its removal difficult. As the stricture would have been in the order of 20cm¿s away from the point of extraction, this would have contributed to the increased effort in removal force. The difficulty in removing the stent has been attributed to the specific pt condition as opposed to a failure of the device. The customer¿s complaint of an encrusted stent was confirmed as signs of encrustation were visible within the internal coils of the stent. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage. We are unable to conclusively determine the root cause of this complaint. The info provided indicated that the stent had been indwelling in the pt for 12 months and five days before an attempt to remove the stent was made (date of implant (B)(6) 2011 to date of event (B)(6) 2012). These stents are not intended as permanent indwelling devices and must not remain indwelling for more than 12 months as outlined in the instructions for use, (B)(4). Removal of the resonance stent is standard practice as per the IFU. The stent involved in this complaint was successfully removed on the (B)(6) 2012 and another stent was placed. Prior to distribution, all (B)(4) devices are subjected to a visual inspection to ensure device integrity. A review of the mfg records for the (B)(4) device of lot number c623512 revealed no discrepancies that could have caused the complaint issue. The (B)(4) devices are used for temporary stenting of the ureter in adult pts with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use for the resonance metallic ureteral stent set, (B)(4), users are cautioned as follows: ¿complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt. Informed consent should be obtained to maximize pt compliance with follow-up procedures¿. Users are also instructed in step 7 as follows: ¿the stent may be removed using conventional cystoscopic techniques utilizing forceps or graspers. Note: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ a caution on the (B)(4), advises the following: ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Pts using calcium supplements must be more closely monitored for possible stent encrustation. The stent must be removed if encrustation hampers drainage.¿ users are also cautioned as follows: ¿improper handling of the stent prior to insertion into the ureter may harm the functionality of the stent. Bending, stretching or any other type of improper handling may deform the stent. It is important that the stent is handled with care¿. A final caution indicates that: individual variations of interaction between stents and the urinary system are unpredictable¿. The two year complaint history has been reviewed and this complaint for this specific rpn represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.